Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the noted core bend, the noted core kink and ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a non-tortuous, non-calcified lesion in the left anterior descending artery. A 190 cm balance middleweight (bmw) universal ii guide wire (gw) was advanced to the target lesion. Then an unspecified balloon catheter was advanced over the bmw and dilatation was successfully performed. An unspecified stent was deployed, and post-dilatation was complete using the same gw. Then an intravascular ultrasound (ivus) catheter was advance over the bmw; however, when the ivus catheter was pulled back to be removed, the bmw was being pulled back with the catheter. Both devices were removed as a single unit. The procedure successfully ended at this point. The physician opened the ivus catheter to inspect the bmw guide wire, and it was noted that the bmw was separated, near the tip, in two pieces. No part of the guide wire was missing or broke inside the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.